Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pc displayed the message replace generator". It was found that the battery was completely depleted and unknown when patient lost therapy. As a result surgical intervention took place wherein the ipg was explanted and replaced with a new one. Post procedure therapy was restored. There was no complications observed.